Event description:
The customer reported the alarm has no power. The batteries have been replaced with new supply. The customer reported there is no visible damage to the outside of the case. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; when using known working batteries or a 9 volt adapter, the unit powers on. The customer's batteries do not power the unit on. However; there are traces of white powder on one flat battery contact. When the voice plays there is a static sound and it ins not clear. The hold/suspend button is missing, cannot test that function. Note: instruction for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damge the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).